Manufacturer narrative:
The product was not returned for investigation, and it was unable to determine the definitive cause of the reported problem. No abnormalities were found in the manufacturing records of the product. It is considered that the reported event was caused by the influence of the the opening/closing status of the fixed valve or hemostasis valve before using the product, or the condition of the concomitant device, so the air remaining in the product could not be released, but the detailed cause could not be identified.

Event description:
Air was drawn in the product.